Manufacturer narrative:
The customer's reported complaint description of "bilateral thermal injury, on thighs" is confirmed. The dispersive pads are a finished purchased device supplied to angiodynamics by (B)(4). The returned device was mailed to (B)(4) for evaluation, root cause determination and a corrective action. Per the results from (B)(4), the root cause was noted. There is no indication that this lot was not assembled to angiodynamics specifications. As stated in the IFU for this product, there is a risk of pad burns when using any electrosurgical device. Per investigation performed by angiodynamics and reported to (B)(4), "it does appear that the pads were reporting back the temperatures due to temperatures being reported back in the description. (Provided by mfg. Eng.)" This appears to be an end-user context issue. Based on the low frequency, no recent trends, no issues noted in the lot history records for the reported packaging and component lots, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time. Process controls are in place as follows per the thermo pad supplier. A review of the MDR batch record, base assembly, release line, hydrogel production records, and receiving inspection records indicates that all established process controls were followed and maintained by our quality management system. At this time, angiodynamics has deemed these process controls adequate to detect this failure mode. Complaint# (B)(4).

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2016 via the international distributor, patient of (B)(6) years with great proportion of renal tumor. To cover the entire tumor area it took three (03) repositioning starburst rita-012 . Patient was prepared for the procedure being sedated, intubated, urinary catheterization done, and it was not necessary to conduct dry shaving for removal of hair in the lower limbs. Used the dispersive electrode thermopad with reading the patient's skin temperature. The dispersive electrodes were glued to the posterior thigh and identified by the equipment. In the first position of the needle in the second cycle, there was further delay in the heating time of the stems of the needles causing the temperature plates to reach 40 degrees celsius. Was immediately turned off ablation therapy and expected time required for cooling the plates to 35 degrees celsius in the following cycles and repositioning the temperature of cool platet 38 degrees celsius. Because the initial difficulty of heating the rods, the total procedure time was longer than usual protocol. After completion of renal ablation procedure, then removing the dispersion electrode, it was observed the presence of bilateral thermal injury on thighs.